Manufacturer narrative:
Results: the ruby coil pusher assembly had the pet lock intact and was kinked 23.0 and 65.0 cm from the proximal end. The coil was intact with the pusher assembly. The ruby coil pusher assembly had the pet lock intact and was kinked 26.0, 46.0, 52.0, and 97.0 cm from the proximal end, and fractured 100.0 cm from the proximal end. The coil was intact with the pusher assembly. The px slim was kinked in the distal shaft approximately 4.5 and 11.0 cm from the distal tip. Conclusion: the complaint has been evaluated. The complaint indicated that the physician met resistance while attempting to advance a ruby coil through a px slim. The physician then flushed the px slim and placed another manufacturer's guide wire through the px slim without issue. The physician then attempted to advance another ruby coil through the px slim, but again resistance was encountered, and the ruby coil was removed from the patient. Evaluation of the returned devices revealed that the px slim was kinked in the distal shaft. This type of damage typically occurs due to improper handling during preparation or use. If the px slim is manipulated forcefully at an angle during preparation or manipulation into the patient, the catheter shaft may kink due to excess force and bending. Further evaluation revealed that the ruby coil pusher assemblies were kinked and fractured. This damage may have occurred due to forcefully manipulating the pusher assemblies against resistance. The resistance encountered by the physician may have been due to manipulating the pusher assemblies within the kinked px slim. Ruby coils are 100% functionally tested and px slim microcatheters are 100% visually inspected during in-process inspection. This MDR is associated with MDR 3005168196-2015-00836.

Event description:
The patient was undergoing a coil embolization procedure for a hypogastric aneurysm using ruby coils. During the procedure, the physician successfully deployed and detached a ruby coil through a px slim delivery microcatheter (px slim). While deploying a new ruby coil into the aneurysm, the physician experienced extreme resistance inside the microcatheter. The ruby coil was successfully removed from the patient and the px slim was flushed. The physician met resistance while advancing a new ruby coil through the px slim and it was removed. The procedure continued successfully using seven additional ruby coils and the same px slim. There was no report of an adverse effect on the patient.